Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank physio-control was able to verify the reported issue. It was determined that the likely root cause of the reported issue was the system pcb assembly, however it can not be repaired. The device was locally discarded and the customer will order a replacement device.

Event description:
A customer contacted physio-control to report that their device would not power on. There were no reports of adverse effects to the patient as a result of the reported issue.